Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing blood glucose of 479 mg/dl. Customer stated high was due to steroids and treated with syringe. Troubleshooting for low battery was also performed. No further information reported.